Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that during the surgery, the blue thumb wheel on the delivery system was broken when the physician withdrew tapered tip. The physician tried to use forceps to resist the gray handle on the delivery system and removed tapered tip, but failed. The physician used forceps, clipping the tapered tip and pulled it out, during this procedure, the external iliac lining damaged was damaged and blocked lower limb blood flow. When the physician withdrew the delivery system, it got caught on the suture that was placed prior and the physician was unable to withdrew the tapered tip. The physician cut the suture. The physician clipped the tapered tip with a forceps and pulled it out while holding the delivery system in place. The stent graft was implanted and there was nothing left in the patient. The patient felt left leg numbness; the physician implanted a stent in the external iliac artery, the patient recovered. The device was not broken prior to use. No additional clinical sequelae were reported. Patient condition was noted as stable. No additional details are available.